Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024 at about 15:44 pm, in accordance with the instructions for the patient PICC puncture, assessment of the patient's veins, select the right side of the thick vein, in accordance with the regular process of routine disinfection after the maximum aseptic plane aseptic operation of the puncture was successful, the routine line of filming in a good position, arm circumference of 23cm. (B)(6) 2024 at about 5:00 am, the nurse rounds of the ward, when the patient complained of pain at the puncture site, the nurse found redness and swelling above the puncture, instructed to elevate the patient, suspended the finger function exercise program, 8:00 a.m. Bedside shift after giving the chinese medicine external application of hydrocolloid external patch, 8:00 a.m. On (B)(6) 2024, the patient complained of swelling and pain significantly improved, during which the patient's body temperature was normal, arm circumference recovered from 25cm to 23cm, around 17:00 p.m. On (B)(6) 2024, the patient was given a new medication to help him recover. The patient again complained of pain above the puncture, swelling is obvious, arm circumference of 26cm, reported bedside doctors in addition to previous measures, plus drug cephalosporin antibiotics orally, to (B)(6) 2024 at about 10:00 am is still no improvement, the comprehensive consideration of the removal of the PICC catheter, and continue to anti-inflammatory treatment for three days after the inflammation subsided.